Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had a frayed cable. No report of patient involvement or no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: remove isifa2022-05-c from h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: field g3 was incorrect in follow-up MDR 2955842-2025-00985-01. The date should have reflected 03/26/2025.